Event description:
Customer's mother reported the hospitalization. Caller stated that son is hospitalized when he gets sick. Customer is dehydrated and virus. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.